Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted onto the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced loss of consciousness. It was unknown how, but the patient was brought to the hospital. When a fingerstick was taken by the paramedics the cgm reading was 300 mg/dl, and the blood glucose reading was 12 mg/dl. The patient was treated with intravenous fluids. It is unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.